Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 239 mg/dl at the time of incident. The customer stated that the blood glucose reached 425 mg/dl. The customer ran fixed prime and the insulin did exit. The customer stated that they were able to push insulin during plunger push. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer ran manual prime and the insulin did exit. The customer was advised that the alarm was caused by set/reservoir occlusion. The reservoir will not be returned for analysis.